Event description:
It was reported that during implant attempt, while the lead was advancing in the superior vena cava, the helix mechanism suddenly popped out without using the rotation tool. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the lead appeared damaged at implant and the lead was stretched.